Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone#: unknown. Initial reporter e-mail: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 12 bd micro-fine¿+ pen needles failed to deliver medication during use. The following information was provided by the initial reporter: "for the 28 insulin needles purchased by the end customer in the pharmacy, the situation that the needle did not run away and could not inject the liquid medicine continuously occurred within one year. The total number of problematic needles is 12, and the customer said that he could not provide the specific date of occurrence, which accumulated within a year".

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 07-sep-2022 investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was not able to duplicate or confirm the indicated issue hence the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that 12 bd micro-fine¿+ pen needles failed to deliver medication during use. The following information was provided by the initial reporter: "for the 28 insulin needles purchased by the end customer in the pharmacy, the situation that the needle did not run away and could not inject the liquid medicine continuously occurred within one year. The total number of problematic needles is 12, and the customer said that he could not provide the specific date of occurrence, which accumulated within a year"